Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation the monitor was not producing a driven ground ECG signal. The cause for the failure was isolated to contamination on the j1002 and j1003 pca connectors and contamination on the table board.. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was not recognizing an ECG signal.